Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was removed. The facility stated that a capsule tear occurred and a vitrectomy was performed. The model and lot numebrs of the cartridge and injector were not specified by the facility.